Manufacturer narrative:
During investigation it was determined this report is a duplicate of another report which will be sent to FDA. Please refer to MFR report for parent record pr# (B)(4) and report# for emdr record pr (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
The customer reported a defective speaker. Patient involvement is unknown. There was no report of patient or user harm.